Event description:
The user facility reported the patient was on impella cp support and was transferred to a different hospital. Upon aic (console) to aic transfer, an "impella defective¿ alarm appeared. A new aic used and ¿placement signal not reliable¿ alarmed. During this time, the impella was shut off three times and restarted. It was found that the impella cord not completely plugged in as a small gap was visible between console plug in and the impella cord. Impella cord unplugged to assess prongs, which were all straight then replugged in, still not fitting flush into plug in. The doctor was ok with disabling placement signal (ps) unreliable alarm. The alarms were muted. Support continued. However, it was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Manufacturer narrative:
Upon receipt and evaluation of supplemental information, the event was reassessed. Based on the updated evaluation, the event no longer meets MDR reportability requirements. Therefore, no further reports will be submitted under MDR report #1220648-2025-30023.